Manufacturer narrative:
Event site name: (B)(6). The alarm was resolved by using the iab fill function, and assessment confirmed no blood or discoloration was present in the helium tubing, indicating no evidence of balloon perforation at the time. Troubleshooting instructions for a gas loss alarm were reviewed, including inspection of the helium tubing, performing an iab fill, restarting therapy, and reassessing the tubing. Possible clinical causes of the alarm were discussed. The patient was intubated and receiving mechanical ventilation with a positive end-expiratory pressure (peep) of 5 cmh2o. The nurse was advised to contact technical support again if the alarm recurred multiple times within an hour despite appropriate troubleshooting. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Event description:
During an emergency support program call, the customer reported a gas loss alarm during cardiosave intra-aortic balloon pump (iabp) therapy. No harm was reported.